Event description:
It was reported, by the customer. That the camera head, had air leakage from the connector faceplate section. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation also found, cable flooding (internal), image capture flooding (internal), electrical contact corrosion, connector cracks and scratches on the main body (lens). Based on the results of the investigation. It is likely, that the following led to the malfunction: it is assumed, that the connector cracks caused a watertight failure and air leakage occurred, from the rating plate and connector cracks. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported by the customer that the camera head had air leakage from the connector faceplate section. There were no reports of patient harm.